Event description:
The reporter indicated that a 13.2mm vticmo13.2 ,-5.5/3.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024.. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shoter length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#(B)(4).